Manufacturer narrative:
Visual and functional analysis was performed on the returned device. The reported difficulties were not confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history revealed no other complaints. The investigation was unable to determine a cause for the reported deployment difficulty. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Exemption number e2019001. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a right common femoral artery. An 8.0x40mm absolute pro vascular self expanding stent delivery system was advanced to the lesion and the stent partially deployed. The thumbwheel then kept spinning but would no longer deploy the rest of the stent. It was attempted to pull the partially deployed stent and delivery system back into the sheath. With that manipulation, the sheath pulled back the delivery system and the stent then fully deployed a little more distal than intended, but still within the target lesion. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.